Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that during the removal of the port, catheter breakage was confirmed. The distal fragment of the catheter was removed percutaneously on the same day. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device returned was one powerport MRI isp with 8 fr s/l groshong catheter in two segments. Gross visual and microscopic evaluation were performed. The break was noted between the 17cm and 18cm depth markers with the proximal segment attached to the port hub. A split was noted at approximately 17cm depth marker. The fracture surface of the split has smooth, rounded sections and peeled/granular sections, oval orifices, which is consistent with flexural fatigue. Therefore, the investigation is unconfirmed for subcutaneous leak/break/split without embolism and confirmed for flexural fatigue. The investigation indicates that the root cause is flexural fatigue, which is likely related to clinical conditions. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during the removal of the port, catheter breakage was confirmed. The distal fragment of the catheter was removed percutaneously on the same day. There was no reported patient injury.